Manufacturer narrative:
During a check of the registered information it was noticed that the expiration date of the device was incorrectly reported due to human error. Correction: d4. Expiration date h11 batch review performed on 03-dic-2024 lot 2207898: (B)(4) items manufactured and released on 22-07-2022. Expiration date: 14-07-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Manufacturer narrative:
Batch review performed on 03-dec-2024 lot 2207898: (B)(4) items manufactured and released on 22-07-2022. Expiration date: 14-07-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 8 months from primary the patient came in reporting pain due to a loose tibia and the cause is unknown. The surgeon revised the tibia, insert and femoral component to a total prosthesis. The surgery was completed successfully.